Event description:
The pt changed the pump batteries four times and kept receiving a replace battery alarm. They had the batteries tested and they were good. When directed to insert the batteries while on the phone, they did so and received the replace battery alarm. The pt also said that they has had about four x-rays in last couple months and the technicians advised them to keep pump on during procedure. When asked if they had read the letter regarding exposure to x-rays, cat scans, and mris sent to them, they stated they did not since their vision is poor at times.